Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient had a blood glucose of 15 mg/dl with cognitive impairment and unsteadiness when standing/walking. The reporter was unwilling to troubleshoot. This complaint is being reported because the patient experienced hypoglycemia and the pump could not be ruled out as cause/ contributor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/22/2017 with the following findings: a review of the black box showed an unexplained power on reset event on (B)(6) 2017 and basal deliveries resumed. The last bolus delivery was a 2.30 unit normal bolus on (B)(6) 2017 at 10:05. The total daily doses added up correctly and reflected the user's programmed basal rates. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no issues occurred. The pump passed delivery accuracy testing, and was delivering within range. No delivery interruptions occurred during the investigation. The complaint was unable to be duplicated.